Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a separation between the pebax and the second electrode. A screening test was performed and error 106 was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. An issue was identified during the analysis. The potential cause of the open circuit and pebax damage could not be determined. The catheter and carto 3 system instructions for use states: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool smarttouch sf which was identified to have a separation between the pebax and the second electrode which is considered an MDR reportable malfunction. The thermocool smarttouch sf was returned labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the malfunction found although no specific event details are available.